Event description:
The complainant reported a patient was attempted to be implanted with an impella device for mechanical circulatory support. During the insertion there was difficulty passing through the patient¿s abdominal aneurysm. The physician tried to remove the impella. The guidewire kinked due to tortuosity and the device was difficult to remove. The pump and guidewire were advanced to loosen it, and the pump was then able to be removed. The pump was then run in a bowl of saline to make sure there was no damage to the impeller. The physician gained left ventricle access with the pigtail and the pump was then advanced over a platinum plus since the 0.018 wire was damaged. Impella was started in auto. The patient continued on support until the device was successfully weaned. The patient outcome was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The product was not returned for investigation. As per the clinical information provided, the guidewire kinked due to patients' tortuous vessels. The cause of the issue was most likely patient condition related since the kinked guidewire was reported to be due to tortuosity. The failure mode was changed from product damage to delivery issue since the guidewire was not fully/partially fractured. B.7 added information as it was inadvertently omittted from the initial manufacturer device report number. E.1 added us phone number as it was inadvertently omittted from the initial manufacturer device report number. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2889 reported on the initial manufacturer device report number was replaced with a new code due to investigation results.